Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete functional testing) has been confirmed. Upon investigation the cable connecting ECG a, b and the front therapy electrode was pulled from the strain relief at the distribution node, damaging internal wires. The cause of the failure was the damaged wires. The root cause for the strained cable was excessive force on the cable section. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the belt was unable to complete functional testing.